Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. A device history record review was not possible as the lot number was not provided.the most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the patient expired. In (B)(6) 2016, a watchman ® laa closure device was successfully implanted during a left atrial appendage (laa) closure procedure. In (B)(6) 2017, 127 days post implant procedure, the patient expired. The cause of death is unknown.